Manufacturer narrative:
(B)(4). Eval summary - the analysis found that the er420 instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument did not lockout as intended. Upon disassembly of the instrument the lockout posts were found to be broken, therefore causing the lockout issue. An investigation has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a cholecystectomy the device could not be loaded with the clip from the beginning. Another device was used to complete the case. There were no adverse consequences to the pt.